Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, upper housing, and tube drivearm. Performed calibration. A review of the device history record showed the device had a manufacture date of 04/14/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage (broken) of the cover front - syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #fi-2017-0015 for gripper.

Event description:
The customer reported that the device front case is damaged. There was no patient involvement.

Event description:
The customer reported, that the device front case is damaged. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 04/14/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6)was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device front case is damaged. There was no patient involvement.